Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/26/2021. H.6. Investigation: bd received (B)(4) samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for 'underfill' with the incident lot was not observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'underfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) (B)(4) usp units blood collection tubes underfilled. The following information was provided by the initial reporter: " it was reported that tubes are underfilling. Customer called to see what the fill volumes are for tubes, she is reporting that tubes are underfilling. Issue has occurred a couple of times. No known date. This is a new tube and they need some clarification on the draw volume. Samples are available. Tubes are filling to about 0.5 ml short of the 2ml."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn (lh) 37 usp units blood collection tubes underfilled. The following information was provided by the initial reporter: " it was reported that tubes are underfilling. Customer called to see what the fill volumes are for tubes, she is reporting that tubes are underfilling. Issue has occurred a couple of times. No known date. This is a new tube and they need some clarification on the draw volume. Samples are available. Tubes are filling to about 0.5 ml short of the 2ml."